Manufacturer narrative:
The hill-rom technician found the head caster brake pad out of adjustment. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pad to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head casters roll when brakes applied. The bed was located at the account in room 7. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).